Manufacturer narrative:
Functional evaluations of the returned interject needle found air and liquid could not be compressed through device. Visual examination of needle tip under magnification found needle was occluded with residue consistent with contrast solution. Needle was cut from sheath for further examination. A wire could not at first be passed through needle, but with increased force the wire was able to be passed through needle, clearing needle occlusion in the process. Occlusion material consistent with contrast solution was recovered from needle. The complaint that the needle was occluded with contrast solution was confirmed. The most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the patient's sigmoid colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was found out that the needle was blocked since too much resistance was observed when the nurse attempted to inject the mixture. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event that no fluid would flow through the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the patient's sigmoid colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was found out that the needle was blocked since too much resistance was observed when the nurse attempted to inject the mixture. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.